Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name the first is (B)(6). A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - d10, h6(type of investigation, component codes). The user stated that the patient had just received an impella device and that the pump had been set to 1:2 with the augmentation indicator bars at 5 out of 10. Esp personnel had him verify that there was no evidence of blood or discoloration in the helium tubing. He was instructed to perform an iab fill, press start, and recheck the helium tubing afterward. This resolved the alarm and therapy resumed. Esp personnel reviewed the nature of the alarm and the different clinical possibilities; he stated that the patient was ventilated with a peep of 10. Also explained that the alarm was most likely caused by the rise in intrathoracic pressure due to the high peep. Esp personnel had him verify that the balloon was inflating to at least 50 percent using the iab status indicator.

Event description:
N/a.